Manufacturer narrative:
(B)(4). An incomplete prime prior to connection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during the initial drain cycle of peritoneal dialysis therapy. The hp reported the patient line may not have been properly primed prior to connection. The technical services representative assisted the hp in clearing the alarm. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.